Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation / use error : observed one opening assessed as unidentified (tear). Shell thickness within spec). As per the investigation procedure, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation". Healthcare professional later confirmed the event. This record is for the right side. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed the event. It has also been reported that the device was implanted past the expiration date. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.